Manufacturer narrative:
A review of the complaint record has found no other instances of similar events for this lot. The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient passed away. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available.